Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260; (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; brand name: vectris surescan; product ID: 977a260; (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient has routine x-rays completed at post op appt. At implant, leads were at mid-t8 and top t9. X-rays today revealed both leads have pulled down to bottom t9 and bottom t10. Physician believes this was due to difficulty anchoring at time of implant due to obese body habitus. Device was activated today and patient felt stim appropriately in ble. It will be seen how patient responds to dtm programming over the next month before discussing any further interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no surgical intervention has taken place. Due to body habitus, the physician does not plan to revise the leads at this time. The patient was seen by another clinical specialist on (B)(6) 2025, at which time reprogramming was done to better target the low back and left side. There have been no other reported changes in the lead placement. The information was confirmed by the physician/account.